Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented next day after implant, the right ventricular (rv) lead was found to be dislodged. The lead was repositioned. The lead was checked for stability and other parameters on the next day after repositioning with x-ray. All parameters were within limit. The patient was stable.